Event description:
A pt was admitted to the cypher registry with unstable angina iib. Preprocedure medications were ticlid, aspirin, statins, and antianginals. The target vessel was the 3.2mm, non-tortous mid lad with 60% stenosis. The de novo, 11mm, type b2 lesion was irregular and eccentric with moderate calcification and no clot. A 3.0x13mm cypher stent was directly stented to the site at 14atm with satisfying results that were visually estimated. Timi flow was 3 pre and post procedure. The pt was discharged six days later on 3 months ticlid, aspirin, statins and antianginals. Seven months later, the pt reportedly died a sudden death.